Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Evaluation of the set screws indicates that the rod was likely too short regarding set screw lot dtww and it is likely that the second set screw lot dtwx backed out secondarily to lot dtww.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place in which set screws were removed. The patient reportedly had set screws back out approximately 6 months post-op. Revision surgery took place (B)(6) 2015.